Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was in the 30's (mg/dl); cause was unknown. Reportedly, the contact assisted the customer with helping obtain and chew on the glucose tablets to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2018. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Cartridge change sequence was completed early in the morning on (B)(6)/2018. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.